Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The pateint alleged headache and sinus infections. There was no report of pateint any serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. A correction to b5 was made and should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging burning odor, headache and sinus infections. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated externally and dust / dirt contamination with degraded sound abatement foam was abserved throughout device enclosure and airpath, suggesting a source external to the device. Evidence of water ingress on the blower and blower box and slight black contamination at the blower seal of the blower box is consistent with keratin contmination observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could confirm the customer's allegation and there is dust / dirt contamination and the source of contaminations were external to the device.

Manufacturer narrative:
The manufacturer previously incorrectly marked on manufacturer narrative on section h10 which should have been unmarked. Section h6, health effect-clinical code was incorrectly reported by manufacturer after review it is correctly updated in this report.